Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "broken" was confirmed as failure code 715:xx on channel a and channel b. The root cause of this condition was assigned to a defective pump head modules. The pump head modules on channel a and b were replaced to correct this condition. This is involving a pump with software version 5.03.00 which is categorized as unremediated. A service history review revealed the device has not been previously sent into service for the reported condition. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release.

Event description:
The facility reported a colleague infusion pump that was "broken". This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the (B)(4). According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.